Event description:
The rptr stated he has received er1 messages. Following review of his testing technique, he reinserted the strip. He has never sought treatment, medical advice, nor does he allege any harm related to the er1 prompt.